Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 15, 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no germs detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue had a defect and the connecting tube protector was damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories". Chapter "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the oes cystonephrofiberscope tested positive on (B)(6) 2023 for 1 colony forming units (cfus) of coagulase-negative staphylococcus. All channels were sampled. The device was sampled again on (B)(6) 2023 and tested positive for 11 cfus of coagulase-negative staphylococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.